Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photos identified red particle material on the shell and an opening. Device patch with lot number 2499360. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. The events of capsular contracture baker grade IV and seroma, are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma, exposure and rupture.

Event description:
Healthcare professional reported right side seroma, exposure, capsular contracture baker grade IV, "pain", "palpable nodule in the lower internal quadrant", "hypodense lines suggesting rupture, folding in the right implant in a diffuse form with linguine sign" and "simple cysts" the device has been explanted.